Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left essure micro-insert had migrated into her uterus/ migration of essure device location of device"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash generalised, pruritus, genital bleeding and vaginal discharge. Denied cramping. Concurrent conditions included obesity. Concomitant products included docusate sodium (stool softener) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2008 to (B)(6) 2008 and oxycodone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 12 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"), alopecia ("hair loss") and mood altered ("hormonal changes describe: mood/ hormonal changes"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision / eye problem"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe, lower back pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") and the second episode of weight increased ("weight gain"). The patient was hospitalized sometime in 2017. The patient was treated with blood and related products, surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, uterine perforation, dysmenorrhoea, back pain, menorrhagia, vaginal infection, the last episode of weight increased, migraine, urinary tract infection, urinary tract disorder, bladder disorder, alopecia, mood altered, pelvic pain, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, visual impairment and weight decreased outcome was unknown, the fatigue had resolved and the headache was resolving. The reporter considered alopecia, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: in early 2017, patient was admitted to the emergency department of hospital for treatment of her symptoms. Shortly thereafter, patient met with doctor to discuss her recent hospitalization. In light of her continued symptoms, coupled with her test results, doctor recommended that patient have surgery to remove the essure micro-inserts. As such, on (B)(6) 2017, patient underwent a hysterectomy and bilateral salpingectomy, which her uterus, cervix, and both of her fallopian tubes were all removed. Unfortunately, during surgery, patient lost a large volume of blood, so much so, patient required a post-operative blood transfusion. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion ultrasound scan - in 2017: left essure micro-insert had migrated into uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018 : reporter added. Outcoe of event weight gain, fatigue were added as recovered/resolved and headaches was recovering/resolving. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left essure micro-insert had migrated into her uterus/ migration of essure device location of device"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash generalised, pruritus, genital bleeding and vaginal discharge. Denied cramping. Concurrent conditions included obesity. Concomitant products included docusate sodium (stool softener) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2008 to (B)(6) 2008 and oxycodone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 12 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"), alopecia ("hair loss") and mood altered ("hormonal changes describe: mood/ hormonal changes"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision / eye problem"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe, lower back pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") and the second episode of weight increased ("weight gain"). The patient was hospitalized sometime in 2017. The patient was treated with blood and related products, surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, uterine perforation, dysmenorrhoea, back pain, menorrhagia, vaginal infection, the last episode of weight increased, migraine, urinary tract infection, urinary tract disorder, bladder disorder, alopecia, mood altered, pelvic pain, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, visual impairment and weight decreased outcome was unknown, the fatigue had resolved and the headache was resolving. The reporter considered alopecia, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: in early 2017, patient was admitted to the emergency department of hospital for treatment of her symptoms. Shortly thereafter, patient met with doctor to discuss her recent hospitalization. In light of her continued symptoms, coupled with her test results, doctor recommended that patient have surgery to remove the essure micro-inserts. As such, on (B)(6) 2017, patient underwent a hysterectomy and bilateral salpingectomy, which her uterus, cervix, and both of her fallopian tubes were all removed. Unfortunately, during surgery, patient lost a large volume of blood, so much so, patient required a post-operative blood transfusion. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound scan - in 2017: left essure micro-insert had migrated into uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left essure micro-insert had migrated into her uterus/ migration of essure device location of device"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash generalised, pruritus, genital bleeding and vaginal discharge. Denied cramping. Concurrent conditions included obesity. Concomitant products included docusate sodium (stool softener) from (B)(6)2017 to (B)(6)2017, ibuprofen from (B)(6)2008 to (B)(6)2008 and oxycodone. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, 3 months 12 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("hormonal changes describe: mood/ hormonal changes") and hormone level abnormal ("hormonal changes : hormonal change"). On (B)(6)2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6)2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision / eye problem"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2016, the patient experienced vaginal infection ("chronic vaginal infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections") and cystitis ("infection (bladder/urinary tract/vaginal):bladder infection"). On (B)(6)2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). On (B)(6)2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). On (B)(6)2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe, lower back pain, even when not menstruating") and the second episode of weight increased ("weight gain"). The patient was hospitalized sometime in 2017. The patient was treated with blood and related products, iron, surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, device breakage, uterine perforation, dysmenorrhoea, back pain, menorrhagia, vaginal infection, the last episode of weight increased, migraine, urinary tract infection, urinary tract disorder, bladder disorder, alopecia, mood altered, pelvic pain, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, visual impairment, weight decreased, cystitis and hormone level abnormal outcome was unknown, the fatigue had resolved and the headache was resolving. The reporter considered alopecia, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: in early 2017, patient was admitted to the emergency department of hospital for treatment of her symptoms. Shortly thereafter, patient met with doctor to discuss her recent hospitalization. In light of her continued symptoms, coupled with her test results, doctor recommended that patient have surgery to remove the essure micro-inserts. As such, on (B)(6)2017, patient underwent a hysterectomy and bilateral salpingectomy, which her uterus, cervix, and both of her fallopian tubes were all removed. Unfortunately, during surgery, patient lost a large volume of blood, so much so, patient required a post-operative blood transfusion. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Ultrasound scan - in 2017: left essure micro-insert had migrated into uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received. Reporter, concomitant medication added. Following event: infection (bladder/urinary tract/vaginal):bladder infection, hormonal changes : hormonal change. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left essure micro-insert had migrated into her uterus/ migration of essure device location of device"), device breakage ("device breakage") and uterine perforation ("perforation (uterus)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2008 and oxycodone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 12 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"), alopecia ("hair loss") and affective disorder ("hormonal changes describe: mood/ hormonal changes"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision / eye problem"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe, lower back pain, even when not menstruating"), vaginal infection ("chronic vaginal infections") and the second episode of weight increased ("weight gain"). The patient was hospitalized sometime in 2017. The patient was treated with blood and related products, surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, uterine perforation, dysmenorrhoea, back pain, menorrhagia, vaginal infection, fatigue, the last episode of weight increased, migraine, headache, urinary tract infection, urinary tract disorder, bladder disorder, alopecia, affective disorder, pelvic pain, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, visual impairment and weight decreased outcome was unknown. The reporter considered affective disorder, alopecia, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: in early 2017, patient was admitted to the emergency department of hospital for treatment of her symptoms. Shortly thereafter, patient met with doctor to discuss her recent hospitalization. In light of her continued symptoms, coupled with her test results, doctor recommended that patient have surgery to remove the essure micro-inserts. As such, on (B)(6) 2017, patient underwent a hysterectomy and bilateral salpingectomy, which her uterus, cervix, and both of her fallopian tubes were all removed. Unfortunately, during surgery, patient lost a large volume of blood, so much so, patient required a post-operative blood transfusion. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion ultrasound scan - in 2017: left essure micro-insert had migrated into uterus most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. On (B)(6) 2008, she had implanted essure (previously reported as jun-2008). Added events hormonal changes describe: mood, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary tract infections, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, device breakage, pain, vaginal discharge, perforation (uterus), weight gain / loss , hair loss. Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated into her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe, lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was hospitalized sometime in 2017. The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, back pain, menorrhagia, vaginal infection, fatigue and weight increased outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, vaginal infection and weight increased to be related to essure. The reporter commented: in early 2017, patient was admitted to the emergency department of hospital for treatment of her symptoms. Shortly thereafter, patient met with doctor to discuss her recent hospitalization. In light of her continued symptoms, coupled with her test results, doctor recommended that patient have surgery to remove the essure micro-inserts. As such, on (B)(6) 2017, patient underwent a hysterectomy and bilateral salpingectomy, which her uterus, cervix, and both of her fallopian tubes were all removed. Unfortunately, during surgery, patient lost a large volume of blood, so much so, patient required a post-operative blood transfusion. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2017: left essure micro-insert had migrated into uterus incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.